Event description:
It was reported that the patient died. A 1.50 mm rotapro was selected for treatment of a heavily calcified lesion located in the mid to proximal right coronary artery. A non-boston scientific (bsc) guidewire was advanced and then exchanged for a rotawire drive with the assistance of a mamba microcatheter. Progress was made after 6 30 seconds rotablation runs, however, the lesion could not be crossed. The patient experienced several episodes of bradycardia and pulseless electrical activity. Prolonged apnea arrest occurred requiring cardiopulmonary resuscitation which resulted in spontaneous return of circulation. Complete heart block was noted requiring vasopressors and implantation of a temp pacing wire. Guidewire position was lost during resuscitation and the rotapro burr and rotawire drive were removed. The guidewire was reengaged and the vessel was wired multiple times via multiple exchanges of the mamba to improve wire position. After several small non-bsc balloons were crossed, a 1.50 mm semi-compliant balloon was advanced, but was noted to have entered a dissection plane sub intimal through the lesion. Microcatheter contrast injections confirmed that the distal wire appeared to remain in the true lumen with positioning in the posterior descending artery (pda) and posterolateral artery (pla) . A 7f guidezilla was used to deliver and post dilate 3.00 x 48 mm and 3.50 x 24 mm synergy xd stents. The patient was transferred to recovery after a 3.5 hour long procedure. Tirofiban was administered and a pacemaker was recommended. A nasogastric tube was inserted after the patient experienced a gastrointestinal bleed in the intensive care unit. 2 units of blood were administered over a 3 hour period and dobutamine was administered to increase blood pressure. A right (ventricular) infarct occurred due to a previous heart attack. The family of the patient decided against intubation and the patient died.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died. A 1.50 mm rotapro was selected for treatment of a heavily calcified lesion located in the mid to proximal right coronary artery. A non-boston scientific (bsc) guidewire was advanced and then exchanged for a rotawire drive with the assistance of a mamba microcatheter. Progress was made after 6 30 seconds rotablation runs, however, the lesion could not be crossed. The patient experienced several episodes of bradycardia and pulseless electrical activity. Prolonged apnea arrest occurred requiring cardiopulmonary resuscitation which resulted in spontaneous return of circulation. Complete heart block was noted requiring vasopressors and implantation of a temp pacing wire. Guidewire position was lost during resuscitation and the rotapro burr and rotawire drive were removed. The guidewire was reengaged and the vessel was wired multiple times via multiple exchanges of the mamba to improve wire position. After several small non-bsc balloons were crossed, a 1.50 mm semi-compliant balloon was advanced, but was noted to have entered a dissection plane sub intimal through the lesion. Microcatheter contrast injections confirmed that the distal wire appeared to remain in the true lumen with positioning in the posterior descending artery (pda) and posterolateral artery (pla) . A 7f guidezilla was used to deliver and post dilate 3.00 x 48 mm and 3.50 x 24 mm synergy xd stents. The patient was transferred to recovery after a 3.5 hour long procedure. Tirofiban was administered and a pacemaker was recommended. A nasogastric tube was inserted after the patient experienced a gastrointestinal bleed in the intensive care unit. 2 units of blood were administered over a 3 hour period and dobutamine was administered to increase blood pressure. A right (ventricular) infarct occurred due to a previous heart attack. The family of the patient decided against intubation and the patient died.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.investigation results:device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record (DHR) review:it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.medical review:based upon medical review assessment of the available information, the data reasonably suggest that the cascade of clinical events and subsequent death are anticipated in nature and severity as per the IFU.investigation conclusion:based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported events happened during the procedure when the mamba device was inside the patient, this means the device was used past unpackaging, and the device passed inspection by the facility when removed from the packaging, before use with no potential indicators of any damage or any issues that could contribute to the reported events. As a result, the events most likely happened due to probable causes related to the procedure. Which most likely were the result of the patient's anatomy, interaction of the device with other devices used during the procedure, or handling during use.